Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high defibrillation impedance on right ventricular lead (rv). No changes or intervention were performed; the patient will continue to be monitored. There were no patient consequences.